Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: during investigation, a visual inspection of the pump showed no damage or peeling to the keypad. During testing the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. The keypad was removed and the contamination was found under all button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).